Event description:
The pt received his scs system on (B)(6) 2009. It was reported the pt quit using his stimulation five months ago. The pt thought he was charging the ipg, but it was actually timing out. The ipg was no longer communicating with the charger or programmer. An x-ray was performed, and the physician had discussed replacing the ipg with the pt. F/u revealed the pt had fallen a few times. At last f/u, the pt was deciding course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.